Event description:
An esophageal stent was found in the upper esophagus spanning the esophago-colonic anastomosis. Inspection showed that the cover was disintegrated over much of the stent and the lower one cm of the stent was actually broken off and imbedded in the colon. Much of the stent metal appeared completely covered and ingrown with granulation tissue. Stent removal was attempted with rat-toothed alligator forceps. When the string was grasped and pulled the stent came apart at the upper end. All stent portions that could be were removed. Multiple parts were too deeply imbedded to remove. After removal, no clear sign of perforation. Pt returned in 2008 and foreign body noted on xray in colon. Remove 1.5cm metal stent fragment was digitally removed. Dates of use: 2008. Diagnosis or reason for use: leak at anastamosis - mild stenosis.